Manufacturer narrative:
The device was not received therefore no physical analysis of the product could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. The product is not expected to be returned for failure analysis. If additional information is received or product is returned a follow-up medwatch report will be submitted. Product was not returned.

Event description:
Safari 1 small curved was used with a symetis acurate tf device. The coating of the safari wire rolled up and at a certain point the implanter was not able to track the symetis device in one or the other direction anymore. They needed to replace wire and device.